Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. (B)(4). Although this patient was reported to be unaffected, the event description indicates that the oxygenator was changed out during use. Therefore, some blood loss was associated with this event. The actual device was returned to the manufacturing facility and evaluation is currently in progress. For this reason code 11 was used in the conclusions. A follow up report will be submitted within 30 days or when the evaluation is complete, whichever comes first. A review of the complaint files for the involved product code found four similar reports as follows. In all cases, the involved oxygenator devices were verified to be normal. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility reported the following information: an operation for acbp was being conducted with a capiox fx25 device; it was reported about five minutes after the operation started, the pressure increased; the pressure increase was extremely high such that no blood could pass through; the oxygenator had to be replaced;the procedure was completed successfully; and no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00070 to provide the return sample evaluation results and to report the lot number, expiration date, age of the device and the manufacturer date of the reported device. The involved device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no anomaly or defects which would relate to a gas leak or the insufficient gas transfer performance. Saline solution was let to flow through the actual sample by gravity and the actual sample was subjected to another visual inspection. The formation of thrombus was found in the inside of the oxygenator. The actual sample was rinsed and dried and tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The actual sample was verified to be the normal product. A review of the manufacturing record of the involved product/lot# combination confirmed there were no product related problems. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. Although the exact cause cannot be determined based on the available information, the following factors can be inferred as a cause of this complaint: fio2 was low; o2 volume was insufficient due to a low gas flow rate; and heparinization of the patient's blood was insufficient or the patient's blood was a type hard to be heparinized. There are many complex clinical variables that may have affected the reported concern of insufficient gas exchange in the capiox device. However, there is no available evidence that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurements. Do not reduce heparin during circulation. Otherwise, blood clotting might occur.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00070 to provide the return sample evaluation results and to report the lot number, expiration date, age of the device and the manufacturer date of the reported device.